Event description:
The clinician reported that over 6 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration in type IV bone. The clinician reports the patient's bone loss and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.